Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering "unknown" error message with the adc device and the customer was unable to obtain glucose readings. As a result, the customer became hypoglycemic and hyperglycemic and was able to self-treat by skipping their medication if the glucose is low and taking 1000 mg additional medication if glucose is high. No third-party medical treatment/medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.